Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronics and motor. We were unable to perform idle current test, run current test, self -test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm, button keypad anomaly, numbers count up anomaly due to blank display. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture, alarmed motor communication error and unresponsive keypad. The customer was assisted with pump exposed to fluid troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. The customer stated the insulin pump was exposed to fluid/moisture when they forgot it in their pocket and went it the water. The customer stated that the screen was unresponsive and fogged up. The history was reviewed and it was indicated that the keypad was found unresponsive. The battery was changed and the insulin pump only counted up to three. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.